Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a loose/detached setscrew, and a setscrew with a rounded socket.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, the atrial screw was not able to tighten properly. The ipg was exchanged for a different device. No patient complications have been reported as a result of this event.